Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of minute ventilation (mv) signal on the right atrial (ra) channel. Far-field oversensing of low amplitude noise was also seen on both the ra channel and the shock channel. While there has been a history of high impedance measurements on the ra channel, no current values were observed to be out of range. No changes were made to the crt-d and it remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.